Event description:
It was reported the trailing haptic broke off of the intraocular lens during insertion. The incision was enlarged to remove and replace the damaged lens. Patient injury not reported.

Manufacturer narrative:
The lens was inspected and shows one broken haptic. Prior to release to market, the lens met all manufacturing specifications. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.